Event description:
Patient called lfs in 04 and alleged that the meter was missing segments. The patient attempted to test while experiencing symptoms of a headache and weakness. The patient was unable to read the display. The patient stated that the last time he was able to test on the meter was two days earlier. He contacted his medical professional for advice; the patient tested on the physicial's meter and the result was 147 mg/dl. No treatment was reported. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction. The is no evidence of the meter contributing to a serious injury; the patient's blood glucose was 147 mg/dl, which is not considered a serious injury. No treatment was reported. The meter is being replaced for the patient.